Manufacturer narrative:
The reported event of guidewire separation failure was not confirmed. As received, a complete lead was returned without a guidewire inserted inside the inner coil lumen. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. A test guidewire could be fully inserted into entire lead and removed without any difficulty.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be removed from the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. Patient status was not provided.

Event description:
New information received notes that the patient was stable throughout the procedure.